Event description:
The customer stated that the central monitoring system (cns) failed to display the cns software correctly. The software is displayed over the secondary screen, and then sometimes it doesn't display at all, and the screen goes blank. This is occurring for both primary and secondary screen. The customer set the hardware accelerator procedure, restarted and set the display/resolution settings several times and rebooted but issue remains. Ref MFR report 8030229-2014-00144.